Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a partial display issue the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump display was flashing after it fell out of the customer's pocket. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: insulin pump received with a constant blank flashing white light with lines on the display and constantly beeping due to vertical cracked lcd controller and cracked lcd glass. Unable to verify missing segments/partial display due to flashing white light display. Unit was received with minor scratched lcd window.